Event description:
It was reported that the 4-40 stud was broken off the hand piece prior to the case while testing the hand piece. The case was completed with another hand piece. No patient consequence was reported.